Event description:
Major pump unit(s) involved: drive unit failure;break in the driveline wire;specific component(s) involved: driveline malfunction;there is a sheath or break in one of the wires in the driveline;causative or contributing factor: patient error in caring for system;intervention : there was a driveline & clam shell repair performed by technician.type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.